Event description:
It was reported that far-field r-wave oversensing causing auto mode switch episodes were noted. Programming changes were made and device remains implanted. The patient was fine and will be followed-up.